Manufacturer narrative:
(B)(4). (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2022-00209.

Event description:
It was reported that the patient underwent a revision procedure approximately 6 years post implantation due to chronic dislocation. No further event information available at the time of this report.